Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they had to turn off the interstim for surgery on (B)(6) and did not think they turned it back on until (B)(6). The patient stated they were starting to have quite a bit of bowel leaks since the surgery and when they turned therapy back on (B)(6), it said therapy session on and they thought they had turned it off. The agent reviewed therapy does not turn on by itself and if the patient had turned therapy off, they would have to turn it on manually. The patient did not remember turning therapy on after the surgery and was having bowel leaks. The agent reviewed consideration of increasing. The patient was redirected to their healthcare provider to further address the issue. The patient was upset due to bowel leaks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.